Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam robotic system motorpack was returned for investigation. Visual inspection observed dried saline deposits and corrosion in the black connector of the motorpack caused by fluid ingress into the handpiece to motorpack connection, consistent with the reported event of motorpack to handpiece connection issue. A review of the device history record (DHR) for serial number (B)(6) was conducted, which confirmed that there was no nonconformances generated during the manufacturing process of this system, which was unrelated to the reported event. The review indicated that the system met all required specifications upon release for distribution. A review for similar complaints confirmed one (1) other event has been reported for this issue. The aquabeam robotic system's user manual (intl), um0104-00, rev. F, states the following in table 5 system detected errors and faults: section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains instructions to "apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it". The likeliest root cause of the motorpack to handpiece connection issue was determined to be use-related due to the instructions in the user manual not being followed to seal the motorpack to handpiece connection. However, due to no procept personnel present at the account for the procedure, the root cause remains undeterminable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during an aquablation procedure water accidently went under the aquabeam robotic system motor pack causing it to stop working. The decision was made to abort the aquablation procedure, and convert to a transurethral resection of the prostate (turp) surgical procedure. There were no adverse consequences to patient health as a result of the reported event.